Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
Cvi was notified by (B)(6) regarding this event. The patient was experiencing chafing and soreness in the right eye (od). There were infiltrates detected at a location of 11 o'clock. The patient was diagnosed with keratitis caused by the contact lens which resulted in corneal scarring. The hospital states the likely cause of this incident is product defect, operating error, and the device was used for the wrong purpose. It is unknown if the keratitis and corneal scar is centrally located. In the absence of medical information, this event is being reported in an abundance of caution, based on the referral hospital visit and results of a corneal scar. It is unknown if this event is resolved. Additional information received will be provided in a supplement report.